Event description:
It was reported that during a catheterization with percutaneous coronary intervention, a stent dislodgement occurred. Vascular access was obtained via right radial using a 6fr unspecified sheath. The location of the target lesion was unspecified. A 4.00x8mm promus element plus stent came off the balloon during introduction before entering the patient. It was still inside the catheter when it fell off. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination found that the stent had dislodged from the balloon proximally and was located on the distal outer. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon showed pillowing where the stent had been crimped. Stent struts on the three most distal rows were damaged. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a catheterization with percutaneous coronary intervention, a stent dislodgement occurred. Vascular access was obtained via right radial using a 6fr unspecified sheath. The location of the target lesion was unspecified. A 4.00x8mm promus element plus stent came off the balloon during introduction before entering the patient. It was still inside the catheter when it fell off. The procedure was completed with a different device. No patient complications were reported and the patient is fine.